Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. No failed battery alarm during test. However, unit received with moisture damage at the electronic assembly noted. Pump received with cracked select button keypad overlay and serial number label missing. Test reservoir/p cap lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery need to be changed every hour. The customer stated that new battery did not resolved issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.